Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurse had received the message cannot authenticate when tried to log in. A technical support specialist dialed into the server and checked the user account, which was still active and dialed into the station and reviewed the medication application log and found that the user account was locked out and informed customer that the hospital information technology needs to unlock the account from the active directory side to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user received a message indicating that cannot authenticate during login to her assigned pyxis. The customer stated that, the login had worked previously, and the issue was suspected to be related to active directory, however, this could not be verified. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.